Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection. The surgeon fully fired the device and removed the reload from the tissue. The resection and staple line were incomplete. There were u-shaped staples in the cartridge. To correct the issue, another device was used and the surgeon restapled over the original staple line. No additional tissue resection or tissue damage. Patient status is no problem.